Event description:
An operating room supervisor reported that a system message displayed and the micro reflux function was not available during a procedure. There was no pt harm or delay reported.

Manufacturer narrative:
The company rep examined the system and checked the micro reflux operation. No problem was observed. However, system message (sm) ¿micro reflux is currently not available¿ was confirmed in the systems event log. The system was then tested and met product specifications. No samples were returned for eval and no add¿l info provided related to this event. For this reason, steps could not be taken to replicate the reported event. A root cause was not determined. (B)(4).